Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he keeps getting lost sensor alarms after the sixth day of use. Troubleshooting was performed, and the patient was using the product correctly. Advised to monitor and call back as neded. Nothing further was reported.